Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead was bent and difficult to advance. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.